Manufacturer narrative:
Concomitant products: product ID: 8711, explanted: (B)(6) 2015, product type: catheter.

Event description:
On (B)(6) 2015, additional information was received from a foreign manufacturer representative (rep). The rep reported the model of the catheter used.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. Analysis of the catheter found the pump connector was damaged at explant.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, explanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
On (B)(6) 2015, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine 1.2 mg/ml at a dose of "0.0750 mg" via an implantable pump for an unknown indication. On (B)(6) 2015, the patient had red skin in the pocket area, "ampula" and pain. The reporter was asked what led to the event and they stated; the patient had a respiratory tract infection days before, the patient went to another healthcare professional (hcp) and was prescribed an "expectorant syrup not for diabetics". This resulted in "climbed glucose and metabolic out of control with a secondary infection in her pocket". The infection was manifested with red skin in the pocket area, pain and oozing "ampula". The hcp diagnosed the patient with "respiratory infection with sinusitis, infection in pocket area, with red skin, ampula and pain in pocket area". The hcp explanted the pump and catheter segment (partial explant of catheter) on (B)(6) 2015. During the explant procedure, a abscess was found in the pump pocket and the pocket was "extirpated". The pocket began to change color and no odor was perceived. The pocket area was cleaned and sutured. The catheter was only partially explanted because the patient had fibrosis around the catheter and broke when they tried to remove it. The catheter was closed with sutures. The issue was reported as resolved at the time of report. It was noted the patient had used an isomed pump with an indura catheter for 10 years. They had a pump replacement on (B)(6) 2015. A synchromed ii pump was placed. The indura catheter had remained implanted until the (B)(6) 2015 procedure.